Event description:
The customer's mother reported via phone call that the insulin pump's screen was blank unless a button was pressed. Troubleshooting was not completed as the mother did not have the insulin pump present. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.